Event description:
Forty-seven y/o, white male developed shortness of breath and wheezing within 15 minutes of treatment with asahi medical dialyzer, model am-90u-sd on 11/4/97. Pt was changed to a different model. Pt has had no problem since this incident.